Event description:
Customer reported experiencing a current low blood glucose level of 42 mg/dl. Cause was unknown. The customer was able to treat the low blood sugar by consuming. Customer was advised by technical support to consult their healthcare provider to explore possible factors affecting their blood glucose levels